Manufacturer narrative:
Concomitant medical products: d284trk ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of device change out when the lead was connected to the new device there was no superior vena cava (svc) coil impedance. When the pins in the header were "swapped" the impedance measurement was found to be high. The physician stated there had been svc coil alerts with the prior device. It was determined there was a possible fracture and the svc coil was programmed off, the right ventricular coil remains in use and no patient complications have been reported as a result of this event.